Manufacturer narrative:
Additional information was reported with the lot number of the delivery catheter system (dcs) and the patient's gender and age. The expiration and manufacturing dates were added to this report as well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: without return of the device, a conclusive cause cannot be determined. Per the corevalve IFU, access site complications (e.g., pain, bleeding, hematoma, pseudoaneurysm) are identified as potential adverse events. The implant date, lot number, patient weight, sex, and date of birth were requested but were not provided. (B)(4).

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, a dissection of the right common femoral artery was noted and required a stent. No further adverse patient effects were reported.